Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg and the patient had not felt stimulation in months. The patient had surgery to replace the ipg and reportedly the patient's therapy was restored post-operatively.